Event description:
It was reported that a reportable malfunction has occurred. After the surgery, the x-ray showed the foreign substance was existing inside the patient knee. It is doubted if the broken piece of the surgical device has been left inside the patient body and the substance looks like the component of jrny ii cr locking femoral, on basis of the shape.

Manufacturer narrative:
The affected journey ii cr locking femoral implant impactor was returned and evaluated. A visual inspection found that the retaining ring that prevents the dowel pin from backing out of the yoke was missing; it was not returned. A quality analysis was performed and noted that the retaining ring is missing from the .020 groove inside the yoke. No out of specification dimensions were found on any features in relation to the positioning or securing of the retaining ring. A quality hold was placed in an attempt to quarantine and re-inspect additional product for this failure mode. This failure has been submitted for the management review in order to determine if any additional actions are needed. The supplier has been made aware of the failure. Corrective actions have been implemented to help eliminate this issue from recurrence. A clinical evaluation indicated that based on the provided post-operative radiological image, product evaluation report and the limited clinical details the root cause of the broken retaining ring cannot be determined. The material composition of the retaining ring/suspected foreign body is 15-7ph ss (not recommended as an implantable alloy), therefore long-term biocompatibility testing is not available. The patient impact beyond the retained foreign body, possible pain/irritation/sensitivity, possible migration (though at the time of the image it didn¿t appear within the articulating join surface), impending revision surgery/post-op care, and likely additional radiological imaging cannot be concluded. No further actions are being taken at this time. We consider this investigation closed. Should additional information be received, the complaint will be reopened.